Event description:
Three pts with discrepant calcium results, initial testing performed on another analyzer with same methodology. Pt 1, initial result 10.4 mg/dl, repeat 9.2 mg/dl. Pt 2 initial result 8.8 mg/dl, repeat 9.9 mg/dl. Pt 3 initial result 8.6 mg/dl, repeat 9.9 mg/dl. Erroneous results were not reported. The field svc rep was unable to determine root cause. Performance tests performed which were within spec.